Event description:
A dental assistant was positioning a pelton and crane dental light for use when the light came off the track assembly and fell down towards the floor. The dental assistant lunged forward trying to push the light away and hurt her back and is now experiencing a sore back, neck and shoulder as a result of the event. A second person (patient) was involved in the event. Please see MDR# 1017522-2012-00020.

Manufacturer narrative:
Upon evaluation by the local pelton and crane representative, it was determined the roll pin was not installed by the distributor during installation. The roll pin will prevent the light pole from unscrewing from the track mount after installation. The pelton and crane installation instructions clearly states to properly install the roll pin during installation of the track light. The installation instructions also list warnings to insure the roll pin is properly installed.